Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(4). The submitted log files showed intermittent pump stops with corresponding low flow and low speed hazards. All of the captured events occurred while operating on the power module. An onsite driveline repair was performed on (B)(6) 2019 by abbott personnel. The entire driveline was severed and the distal portion was replaced with no issues. The approximately 16" segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline revealed no visible damage to the silicone jacket or bionate. There was some breakdown of the braided shield approximately 2¿ and 13¿ from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. It was noted that the patient has not had any issues since the driveline repair. The patient will be seen monthly to interrogate the vad. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pump off and low speed advisory alarms on power module at home. Log file analysis confirmed the speed drops. X-rays being ordered. The events all occurred while the patient was connected to the power module. This appears to be caused by a perc lead short to shield. The external x-rays shows small area that might be pinched slightly. Ungrounded cable being utilized. A percutaneous lead repair was performed on (B)(6) 2019. The entire external percutaneous lead section was replaced. Another percutaneous lead repair is not possible. Removed percutaneous lead section was returned for a stat evaluation. Patient remains admitted waiting for the percutaneous lead evaluation results. No further information was provided.